Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient hospitalized due to a mastoid infection. More information has been requested, but was not available at the time of this report june 19, 2009.